Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient alleges the bolus advice on the blood glucose monitoring device is wrong and he cannot find the bolus in the device history. Patient stated on (B)(6) 2013 at 7:11 pm his blood glucose level was 200 mg/dl; he ate "a lot", and administered 25 units of insulin via the infusion device. Patient reported at 8:54 pm he administered 20 units of insulin via the infusion device without a measurement before; patient calculated the bolus by himself and the amount is not an advice calculated by the device. Patient stated he did not find an entry in the blood glucose monitoring device's history of the administered bolus but the bolus entry is visible in the infusion device. Patient reported that at 10:30 pm his blood glucose level was 356 mg/dl and the bolus calculator calculated a bolus of 7 units of insulin and he administered these boluses via the monitoring device. Patient stated on (B)(6) 2013 at 3:29 am he woke up and measure his blood glucose level at 56 mg/dl and ate 3 be. Patient reported at 6:04 am his blood glucose level was 192 mg/dl and the bolus calculator calculated a bolus of 5.4 units of insulin and he administered the bolus via the blood glucose monitoring device. Patient stated at 2:54 pm he ate 6 be and administered 25 units of insulin via the infusion device. Patient reported that during the time from 6 am - 2 pm no boluses were delivered. Patient stated at 3:50 pm his blood glucose level was 232 mg/dl and the bolus calculator showed active insulin of 28.6 units. Patient's normal blood glucose range was not provided. No further information is available. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device and the blood glucose monitoring device for evaluation.